Event description:
Plaintiff alleges the development of a latex allergy from her exposure to latex gloves. Further alleges the development of severe and immediate reaction upon re-exposure to latex or latex-containing products. Plaintiff's husband alleges the loss of his wife's services, consortium, financial support, and the care and comfort of her society, as well as suffering mental anguish as a proximate result of the latex allergy.